Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Additional information received indicated a seven french outer sheath was used during the insertion of the initial catheter and an eight french outer sheath was used with the new catheter with "no problems at the tip." The tip of the initial catheter was "falling apart and disconnecting from the main shaft." The size of the particles was not estimated, and fluoroscopic evaluation of area around the clavicle did not find "any trace of the tip." There was no lead introduced into the initial catheter during this event. Product evaluation is in progress.

Manufacturer narrative:
Product summary: (B)(4) - the catheter was returned, analyzed and analysis revealed the catheter shaft was separated. Analysts comments include the tip-end is off, there was blood visible on catheter shaft, the shaft end appears torn at 25.3cm, the inner introducer is kinked and the catheter appears damaged at implant attempt. .

Event description:
It was reported the "[t]op distal black ring" "fell off" the catheter during insertion using "over the wire" without an "outer sheath." The physician further indicated there was "disintegration of the coating on the tip of the [catheter]," and "some small particles may still be present in the patient." The catheter was removed and replaced with a new catheter which was introduced through a seven french sheath. There was also reference to needing more "maneuverability." No further patient complications were reported as a result of this event.

Event description:
It was reported the "[t]op distal black ring" "fell off" the catheter during insertion using "over the wire" without an "outer sheath." The physician further indicated there was "disintegration of the coating on the tip of the [catheter]," and "some small particles may still be present in the patient." The catheter was removed and replaced with a new catheter which was introduced through a seven french sheath. There was also reference to needing more "maneuverability." Additional information received indicated a seven french outer sheath was used during the insertion of the initial catheter and an eight french outer sheath was used with the new catheter with "no problems at the tip." The tip of the initial catheter was "falling apart and disconnecting from the main shaft." The size of the particles was not estimated, and fluoroscopic evaluation of area around the clavicle did not find "any trace of the tip." There was no lead introduced into the initial catheter during this event. Product evaluation is in progress. No further patient complications were reported as a result of this event.